Event description:
Procedure type: unk. According to the reporter: when the device was removed from cavity, part of coating material fell into cavity. Fallen piece could be retrieved. No additional bleeding. No tissue damaged. Operative time not extended more than 30 minutes. No patient info available. No patient injury reported.

Manufacturer narrative:
(B)(4)